Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging that his onetouch ultramini meter was giving him inaccurate high readings as compared to his normal feelings/result(s). The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the patient that on (B)(6) 2011 at 9:00am, the patient obtained the alleged high reading of "195mg/dl". The patient stated that he manages his diabetes with insulin (unknown type and dosage) and took his usual, daily dose of medication in response to the reported issue. Two hours after the alleged issue occurred, the patient claimed to have developed "symptoms of low sugars, lightheadedness and shakiness" but denied receiving any treatment in response to the symptoms. At the time of troubleshooting, the cca determined that the subject meter was set to the correct unit of measure at time of testing. The cca also noted that the patient did not have control solution available. Replacement products were sent to the patient. Although the patient denied receiving any treatment after the alleged issue occurred, this complaint is being reported because the patient developed symptoms of severe hypoglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k061118.